Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the hypakscf1mll27g1/2-5bstw 7974 lweblp ppl the user could not detect the activation of the injection and was not aware when the injection dosage was complete. The following information was provided by the initial reporter: caller states that she was using her migraine medication and it was making a hissing sound during the administration. She states that she thought the dose was finished and when she pulled it away from her skin the medication was still coming out. She states that she didn't get the entire dose. She was coached that it can take up to 15 seconds to receive a full dose, and that the sign that the dose is complete is when the window turns completely yellow. She mentions that she felt the needle pierce her skin because it hurt like it always does. She clarifies that the pain she felt is what she would expect with a needle piercing her skin.

Manufacturer narrative:
Correction : after further evaluation of the complaint, it has been determined that the previously submitted MDR report was sent in error. The bd product involved in this complaint is not considered a medical device or reportable therefore the complaint will be cancelled.

Event description:
It was reported that during use of the hypakscf1mll27g1/2-5bstw 7974 lweblp ppl the user could not detect the activation of the injection and was not aware when the injection dosage was complete. The following information was provided by the initial reporter: caller states that she was using her migraine medication and it was making a hissing sound during the administration. She states that she thought the dose was finished and when she pulled it away from her skin the medication was still coming out. She states that she didn't get the entire dose. She was coached that it can take up to 15 seconds to receive a full dose, and that the sign that the dose is complete is when the window turns completely yellow. She mentions that she felt the needle pierce her skin because it hurt like it always does. She clarifies that the pain she felt is what she would expect with a needle piercing her skin.